Event description:
The reporter stated that the surgeon was inserting an aa4203tl toric single piece silicone lens and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows a portion of the lens optic and one plate haptic is torn off & missing. There is clear surgical residue/debris on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.